Manufacturer narrative:
As reported, it was hard to shuttle down a 6f/7f mynxgrip vascular closure device (vcd) and the user felt a lot of resistance. The sealant was not fully deployed and hemostasis could not be achieved. The sealant was exposed as it did not fully deploy and some was outside of the skin. Therefore, the user had to remove the mynxgrip device and hold pressure to achieve hemostasis. There was no reported patient injury. The product was stored as per labeling and opened in a sterile field. The user was trained with mynx device. A 6f competitor's sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no scar tissue, pvd or calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The procedure used a retrograde approach. The vessel type was arterial, and the stick location was femoral. The product was not returned for analysis. A product history record (phr) review of lot f1923801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ and ¿sealant misdeployment ¿ partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, it was hard to shuttle down a 6f/7f mynxgrip vascular closure device (vcd) and the user felt a lot of resistance. The sealant was not fully deployed and could not achieved hemostasis. The sealant was exposed as it did not fully deploy and some was outside of the skin. Therefore, the user had to removed the mynxgrip device and hold pressure to achieved hemostasis. There was no reported patient injury. The product was stored as per labeling and opened in a sterile field. The user was trained with the mynx device. A 6f competitor's sheath was used. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no scar tissue, pvd or calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The procedure use a retrograde approach. The vessel type is arterial, and the stick location is femoral. The device will not be returned for evaluation, however; four (4) unused mynx devices with same lot will be returned. As per the sales rep, over the past week four occurrences have happened. No other information was provided.